Event description:
It was reported that the customer was hospitalized due to insulin shock, with a blood glucose of 46 mg/dl. It was stated that the paramedics were called initially as the customer was unconscious. The mother declined troubleshooting because the event was due to the customer over treating for a meal, followed by exercised. The mother also reported that the transmitter does not work. The mother has received a replacement charger, but that did not solve the issue. Advised the mother that the transmitter will be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to charge due to contamination to all contact pins and damaged pins.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2013-92766.